Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in a literature article that a patient underwent implantation of a zenith flex device to treat an aneurysm and later had to undergo a secondary procedure to treat further disease progression. The patient was later reported to have died. The literature article describes 44 patients that, from 2006-july 2017, underwent a taa(a) open repair secondary procedure after previous endovascular therapy comprising tevar, evar, fenestrated evar, and tevar plus evar. All patients "were included if in need of open surgical repair instead of endovascular re-intervention for a complication related to the primary endovascular procedure or for proximal or distal disease progression." Of these 44 patients, 9 were found to have had cook devices implanted. This report focuses on patient #39. All operations were performed at two locations of one cross border aortic center and routine clinical and radiological (cta) scans were performed at follow-ups. Specific patient history, pre-existing conditions, and procedural information for this patient is unavailable. Patient #28 was treated for a degenerative aneurysm with initial implantation of the zenith flex device. The proximal and distal landing zone for the device in the initial implant procedure were 9 and 10 centimeters respectively. Proximal disease progression was noted and was the indication for secondary treatment by way of a taa(a) open repair. Open repair was selected over endovascular re-intervention due to severe elongation and kinking of the descending thoracic aorta, measured to be near 180 degrees in two places. There were complications of an intra-operative aneurysm rupture, and the patient died in the hospital. No additional information regarding this patient is available. Keschenau, p. R., ketting, s., mees, b., barbati, m. E., grommes, j., gombert, a., ¿ jacobs, m. J. (2018). Editors choice ¿ open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy. European journal of vascular and endovascular surgery, 56(1), 57¿67. Doi: 10.1016/j.ejvs.2018.03.015.

Manufacturer narrative:
Correction: b5, h6 - device code. H6 - device code: device code was previously misreported as "no code available". Investigation / evaluation: it was reported in a literature article that a patient underwent implantation of a zenith flex device to treat an aneurysm and later had to undergo a secondary procedure to treat further disease progression. The patient was later reported to have died. The literature article describes 44 patients that, from 2006-july 2017, underwent a taa(a) open repair secondary procedure after previous endovascular therapy comprising tevar, evar, fenestrated evar, and tevar plus evar. All patients "were included if in need of open surgical repair instead of endovascular re-intervention for a complication related to the primary endovascular procedure or for proximal or distal disease progression." Of these 44 patients, 9 were found to have had cook devices implanted. This report focuses on patient #28. All operations were performed at two locations of one cross border aortic center and routine clinical and radiological (cta) scans were performed at follow-ups. Specific patient history, pre-existing conditions, and procedural information for this patient is unavailable. Patient #28 had a pre-existing zenith flex device implanted to treat a degenerative aneurysm. The patient later underwent a secondary open repair to treat proximal disease progression. An open repair was conducted instead of endovascular due to severe elongation and kinking (twice near 180°) of the descending thoracic aorta. It was reported that the patient died in the hospital during the secondary open repair resulting from an intraoperative aneurysm rupture. The only additional information in the article states that the proximal and distal landing zone was 9 and 10 (likely mm), respectively. These measurements were most likely related to seal zones in the thoracic aorta. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned and no imaging was available for review. A document-based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be completed due to a lack of lot information; however, the complaint device was determined to be a zenith flex graft, rpn prefix: tffb. Tffb devices are one-device lots, therefore, there is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: indications for use: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: o with a length of at least 15mm, o with a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18mm, o with an angle less than 60 degrees relative to the long axis of the aneurysm, and o with an angle less than 45 degrees relative of the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall)." Potential adverse events: aneurysm enlargement. Aneurysm rupture and death. Bleeding, hematoma or coagulopathy. "Cardiac complications and subsequent attendant problems (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension, hypertension). Endoleak. Warnings and precautions: "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (60 degrees for infrarenal neck to axis of aaa or 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck) length; and circumferential thrombus and / or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture." Imaging guidelines and postoperative follow-up: "12.6 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: o aneurysms with type I endoleak. O aneurysms with type iii endoleak. O aneurysm enlargement, greater than or equal to 5mm of maximum diameter (regardless of endoleak status). O migration o inadequate seal length. Consideration for re-intervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent re-interventions including catheter based and open surgical conversion are possible following endograft placement." Based on the information provided, no inspection of the product or imaging, and the results of the investigation, a definitive cause was traced to patient condition. Based on the provided information, the disease progression would most likely be proximal to the previously implanted tffb graft. The journal article focuses on outcomes of open thoracic aneurysm repair after prior endovascular therapy. There was no endoleak or issues reported relating to the previously implanted tffb graft. These factors give no evidence that the tffb device contributed to this event. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was previously misreported that this complaint covers patient #39 in the article; however, this report actually covers patient #28.